Event description:
The customer reported a 'regulator failed' message appeared on mainframe display. Customer then turned system off then back on. The display then said 'charger failed' and system smelled of smoke.